Event description:
A medtronic representative reported that the navigation system camera had a diminished tracking range and is no longer able to recognize instruments properly. The medtronic representative reported the bump indicator light, on the camera, was on. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2014 and was found to be a non-reportable malfunction based on the information available. On (B)(6) 2014, new information was available through evaluation of the returned device and the decision was changed to a reportable malfunction. Medtronic investigation of returned suspect device finds that the camera positioning sensor unit (psu) powered up without the failure light illuminated, but the light came on after warm up. A check of the event log revealed intermittent illuminator current events. Also, the psu failed an accuracy assessment kit (aak) test at .37 mm with great difficulty tracking along the back edge of the volume. Vendor analysis was completed and confirmed the medtronic investigation results; the psu had a faulty illuminator board on the left side. The reported event was confirmed to be caused by an electrical failure mode.